Manufacturer narrative:
The reported event was not duplicated; however, the device had widespread internal corrosion which had affected several components including the motor assembly and flex circuits.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the brake on the remb electric wiredriver was not working. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the brake on the remb electric wire driver was not working. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.